Event description:
Complainant alleged the clinicians were treating a pt (age and gender unknown) who was in cardiac arrest. The clinicians administered a quantity of twelve 360 joule shocks to the pt. On the twelfth shock to the pt, the pad arced and a four inch flame shot out of the center of the pad away from the pt. The complainant indicated that the pt subsequently expired, but that the pt outcome was not as a result of the reported malfunction. Subsequent to the event, the biomedical engineering dept examined the electrode and electrode packaging and observed a crease in both the package and the pad. Please reference the attached stat pads multi-function electrode package insert, which warns the user, "do not fold the electrodes. Any fold in or other damage could lead to the possibility of arcing or skin burns.